Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure, the subject device was used. The operation wire was broken off. The user had to cut off the loop. There was no patient injury reported. No further information was provided. This is the report regarding the failure of releasing the loop.

Manufacturer narrative:
This is a supplemental report to provide additional information. Except for the loop, the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The insertion portion was severed at the distal end. The shape of the cutting surface indicated that it was cut with a tool. The severed tip was not returned. The operation wire inside the handle was broken off. There was ductile fracture by a tensile load at the proximal broken point. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The operation wire was broken off, since the user forcibly operated the device in the situation. The instruction manual of the device has already warned as follows; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.